Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 575 mg/dl at the time of incident. The customer's blood glucose was over 600 mg/dl at the time of hospitalization. The customer's grandmother stated that they tried to treat the high blood glucose with manual injection. The customer's grandmother stated that they were given insulin IV to treat the blood glucose. The customer's grandmother stated that they were wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.